Manufacturer narrative:
D10 concomitant products: scda39, ultrason dissect scda39 curved jaw 39cm (lot#:41910190x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the beginning of the operation, when the ultrasonic dissector was used to coagulate the small blood vessels at the adhesion between the lung and the chest wall, the blade¿s insulation layer had detached and was charred. There was no patient injury and nothing fell on the patient¿s cavity.

Manufacturer narrative:
Additional information: g3. Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the beginning of the operation, when the two ultrasonic dissector was used to coagulate the small blood vessels at the adhesion between the lung and the chest wall, the blade¿s insulation layer had detached and was charred. There was no patient injury and nothing fell on the patient¿s cavity.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the blade¿s insulation layer had detached and was charred. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 rfr - sedcmcdtc (component disengaged) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the beginning of the operation the output power of the two dissectors fluctuates, sometimes high and sometimes low and when used to coagulate the small blood vessels at the adhesion between the lung and the chest wall. The blade¿s insulation layer had deformed, detached and was charred after only about 3 minutes of initial use. Both dissectors were broken off. After the disposable blade was burned out, it was replaced with a new one and it worked normally. There was no patient injury and nothing fell on the patient¿s cavity

Manufacturer narrative:
Additional information: b3, b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the beginning of the operation, the output power of the two dissectors fluctuates. Sometimes high and sometimes low and when used to coagulate the small blood vessels at the adhesion between the lung and the chest wall, the blade¿s insulation layer had deformed. Detached and was charred after only about 3 minutes of initial use. After the disposable blade was burned out, it was replaced with a new one and it worked normally. There was no patient injury and nothing fell on the patient¿s cavity

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.